Manufacturer narrative:
On 12/10/2020, biosense webster inc. Received additional information about the patient and event. It was reported that the patient was a 69-year-old female, weighing 98.8 kg with history of hyperthyroidism, sjogren's syndrome, dyslipidemia and hypertension. The outcome of the adverse event improved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Initial reporter facility name is unavailable. Follow up is in progress. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
During a clinical trial, non-bwi sponsored, it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure on (B)(6) 2020 with a thermocool® smart touch® sf bi-directional navigation catheter and developed pericarditis and cardiac tamponade (requiring pericardial effusion collection). The procedure was successfully performed. No biosense webster product malfunctions were reported. On post-procedure day 1 ((B)(6) 2020), the patient developed pericarditis and cardiac tamponade. Pericardial fluid (effusion) was collected. There¿s no indication that extended hospitalization was required. The issue became less severe. The principal investigator assessed this event as serious, not related to the study device and related to the procedure. Since this event has implied relationship, it will be coded as ¿pericarditis¿ and ¿cardiac tamponade¿ and is to be considered a serious adverse event since fluid collection was performed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
On (B)(6) 2020, the name of the facility in which this adverse event occurred was reported as (B)(6). As such, the appropriate fields in section e1. Initial reporter have been populated. E1. Initial reporter: (B)(6) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)